Event description:
During a device change out, low impedance was observed on the new device. After a final dft testing, the device displayed an alert, charge aborted due to possible output circuit damage. It was noted that there may be a lead issue causing make-break connections. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed due to partial lead returned measuring 22.3cm from the connector pin. The damage found was sustained during the surgical procedure.